Event description:
As reported, during a laser lithotripsy, a cook® single-use holmium laser fiber fractured upon removal from another manufacturer's ureterorenoscope. The laser fiber was used to fragment a stone and functioned "normally" during the procedure. After the procedure and during sterilization of the ureterorenoscope, it was discovered that approximately 28 centimeters of the distal tip of the fiber was stuck inside the ureterorenoscope. No unintended part of the device remained inside the patient's body. No additional procedure was required due to this occurrence. No adverse effect on the patient was reported due to this occurrence.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary. As reported, during a laser lithotripsy, a cook® single-use holmium laser fiber fractured upon removal from another manufacturer's ureterorenoscope. The laser fiber was used to fragment a stone and functioned "normally" during the procedure. After the procedure and during sterilization of the ureterorenoscope, it was discovered that approximately 28 centimeters of the distal tip of the fiber was stuck inside the ureterorenoscope. No unintended part of the device remained inside the patient's body. No additional procedure was required due to this occurrence. No adverse effect on the patient was reported due to this occurrence. Investigation - evaluation. Reviews of the instructions for use, manufacturing instructions, and quality control procedures of the device were conducted during the investigation. No device was returned for investigation. Photos provided by the customer show a fiber fragment measuring approximately 27.5cm in length separated from the rest of the laser fiber. As no lot information was provided, reviews of the device history record and complaint history could not be performed. There is no evidence of nonconforming devices from the complaint lot in house or in the field. A review of relevant manufacturing documents was conducted. There is no indication that a design or process related failure mode contributed to the reported event. Sufficient inspection activities are in place to identify this failure mode prior to distribution. The device is provided with instructions for use which warn, ¿do not bend fiber at sharp angles. If visible light (aiming beam) can be seen leaking from the fiber, fiber failure may result when therapeutic energy is applied as the fiber is deflected beyond the optical limits of total internal reflection.¿ the IFU also cautions that the following factors affect the life of the fiber: extended lasing at high power ; continuous lasing with the fiber tip in contact with tissue; lasing with a contaminated or damaged proximal end; improper handling; poor laser beam alignment or focus; never subject fiber optics to sharp bends in handling, use, or storage. Always keep connector-end dry and free from contaminants. Discard any fiberoptic assembly that is cracked or broken, or does not meet minimum transmission standards. Ferrule dust cap should stay attached when the fiber is not connected to the laser system. Do not use this laser fiber in the presence of flammable anesthetics or combustible materials. Do not exceed recommended power limits. Based on the available information, cook has concluded that the most probable cause of the fiber breakage may be related to improper handling of laser fiber and any of the precautions listed in the IFU. Cook will continue monitoring of similar complaints and has notified the appropriate personnel of this event. Per the quality engineering risk assessment, no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.